Event description:
A 32mm device was initially placed but encroached on the mitral valve leaflet. The 30mm device was then implanted. Following extubation, the patient developed ventricular tachycardia and fluoroscopy showed the device in the right ventricle outflow tract. The device was percutaneously retrieved but the patient later developed pericardial effusion requiring surgery and patch closure of the defect. The patient was reported to be okay.

Manufacturer narrative:
No imaging was provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The amplatzer® septal occluder was received at aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and approximately 10mm of the distal disc edge stitching was missing, most likely the result of the percutaneous retrieval. No other defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of manufacturing records and information provided from the field determined that the device was implanted after its expiration date; however, this did not affect the product's performance. The cause of the embolization could not be determined with the information received. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical. Should the imaging become available at a later date, this file will be reopened for review.